Event description:
The customer reported that the central PICC in the l ac was leaking from the tubing closest to the end of the tubing by the butterfly/"the hub". A hole was found at that point and the fluid likely did not reach the bed. Additional information was received from the customer and stated that they needed to remove the line that was needed for the patient. Per customer, while this isn¿t a direct injury it did cause the patient to be poked again for another line/IV.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was not received for the investigation. The sample was discarded. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. This complaint will be used for qa tracking and trending purposes.